Event description:
Information received indicates the brake casters at the foot end of the stretcher are not working.

Manufacturer narrative:
The technician found parts in the brake linkage were worn and broken. He used a brake/steer upgrade kit to repair the stretcher.